Event description:
It was reported that there were high impedances greater than 10,000 on electrodes 2-6. Actions required as a result of the event included reprogramming. The patient reported approximately 4-6 weeks prior to report the patient noticed a change in his stimulation, intermittent at times. Impedances checked and electrodes 2-6 were greater than 10,000. Electrode 2 was being used as a cathode. The patient was reprogrammed using electrodes 0, 1. The 8-15 lead stimulated the ribs as well. The patient reported that they slipped and caught himself recently. It was unknown if this was the cause. Signs and symptoms associated with the event included less than 50 percent therapy relief in the low back. The office was ordering an x-ray to check lead placement. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3777-60, serial# v184703003, implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Correction to the initial MDR: the patient code and the device code also apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative reporting that the lead had high impedance for all 8 contacts. The battery was replaced due to end of life (eol) on (B)(6) 2017. The patient did not have falls and the health care professional (hcp) stated that there was no noticed lead migration. The impedance check was completed and the patient was reprogrammed. The lead with the high impedance and the ins at eol were removed and a new lead and ins implanted. Impedances were checked post-operative and reprogramming also completed. The issues were resolved at the time of the report on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).